Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. A magnet rate was found and the patient had an intrinsic. It was noted the patient did have a stroke and it was difficult to assess any symptoms. It was noted that the device will be replaced and returned for product analysis. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. A magnet rate was found and the patient had an intrinsic. It was noted the patient did have a stroke and it was difficult to assess any symptoms. It was noted that the device will be replaced and returned for product analysis. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. A magnet rate was found and the patient had an intrinsic. It was noted the patient did have a stroke and it was difficult to assess any symptoms. It was noted that the device will be replaced and returned for product analysis. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bulge in the case over the battery. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically observed difficult to interrogate.